Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 4 and 24 hours. The patient's blood glucose level rose to 22 mmol/l (396 mg/dl). The patient reported the infusion site was discharging fluid as well as symptoms of redness, warmth, pain and swelling. The patient removed the pod. The patient initially attended a medical appointment on (B)(6) 2026 and was prescribed treatment but saw no improvement in their symptoms so they re-presented to their healthcare provider on (B)(6) 2026. Treatment included two different topical antibiotic creams (unspecified). The name of the healthcare provider and the location the patient sought medical attention were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.